Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the hcp wanted to do an MRI, but the patient told them they couldn't have that done because of the dbs. The patient told them they didn't hit their head or battery. They had no clue what had happened to the patient. Their husband kept noticing the patient kept shaking and took them in. They were admitted and the hcp was checking the equipment and it showed the battery had turned off. The battery was then charged and after a day and a half of observing, the patient was sent home. The tremors resolved and they were released. The tremors haven't' come back since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the patient had a fall and experienced a return of symptoms afterward. It was noted they fell on their face and had a small abrasion on the face. The patient didn't bring their external equipment, so troubleshooting could not be done. A manufacturing representative (rep) was paged to check the ins. No further complications were reported or anticipated with this event.